Event description:
A complaint was received regarding a gibson healthcare bone graft plug, stating the "item exploded in the patient's mouth". On (B)(6) 2025, a patient underwent an extraction and graft procedure on tooth #14. On (B)(6) 2025, medical intervention was required and the clinician removed the bone graft plug and replaced with a different bone graft plug (osteogen, not a cmi product). There was no indication of a surgical delay. No further information regarding patient status or patient outcome was provided.